Event description:
The lead was returned to the manufacturer after being explanted for an unknown reason. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead analysis. No information to suggest a lead related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. In addition, the outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant medical products: product ID: h170 competitor cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2004. Product ID 0185: competitor implantable tachy lead implanted: (B)(6) 2004. (B)(4).